Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged on xarelto for 6 weeks and then transitioned to dual antiplatelet therapy (dapt). On (B)(6) 2025, during a transesophageal echocardiography (tee), a large thrombus was noted. On (B)(6) 2025, during a routine follow up tee, the thrombus was still noted. The patient was placed on warfarin in response to the event. On (B)(6) 2025, during a follow up tee, a much smaller thrombus was noted. The patient is scheduled for follow up in (B)(6) 2026.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged on xarelto for 6 weeks and then transitioned to dual antiplatelet therapy (dapt). On (B)(6) 2025, during a transesophageal echocardiography (tee), a large thrombus was noted. On (B)(6) 2025, during a routine follow up tee, the thrombus was still noted. The patient was placed on warfarin in response to the event. On (B)(6) 2025, during a follow up tee, a much smaller thrombus was noted. The patient is scheduled for follow up in (B)(6) 2026.